Event description:
No new information.

Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect investigation conclusion.

Event description:
A company representative reported that an ozark self-starting variable screw fractured post-operatively. The fractured screw was observed in a planned revision surgery for adjacent level disease approximately one year post-operatively. The screw was explanted.